Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer was using the supplies for 4 day's. Customer changed to pump supplies and resumed insulin delivery. Customer's blood gulcose (bg) was "high"; although specific value was not provided. Customer addressed the elevated bg with a correction bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.